Event description:
A stent was placed in the mid internal carotid artery, attempted to deliver a 6mm x 40 stent proximally into the previously delivered stent, but unable to do. Then ballooned the proximal portion of stent with a 5 x 20 balloon. Then ballooned that area with a 5 x 20 balloon and intended to retract the acculink stent - unsuccessful. After second trial examined the stent and found there was a slight separation at the distal portion of the device which was catching on the previously placed stent. Removed it and used an 8 x 30 mm acculink stent and delivered it across the old stent, post- deployment with the ballon the entire system with a 6mmx6x 20 balloon with excellent apposition. Pt then given atropine and neosynephrine drip for dropped systolic blood pressure, low 100's. Noted pt. To have difficulty moving left hand. Filter was visualized and had no particles in it, then removed. Arteriogram showed good position. Pt following commands and moving all extremities at end of procedure. Pt received tpa and nitroglycerine with resolution of symptoms.====================== health professional's impression======================pt. Most likely experienced tia (transient ischemic attack) possibly from prolonged time of stent placement and protective filter in place greater than 20 minutes. Prolonged time may be attributed to defective stent. No sequelae when discharged.